Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported left side pain and a lot of burning. Healthcare professional later reported acute fold, upon removal, the prosthesis spontaneously ruptures. Capsular contracture baker ii. Signs of longitudinal subcortical folds with a tendency towards confluence and retraction causing the symptoms reported by the patient, are observed . Device remains implanted,

Event description:
Healthcare professional reported left side pain and a lot of burning. Healthcare professional later reported acute fold, upon removal, the prosthesis spontaneously ruptures. Capsular contracture baker ii. Signs of longitudinal subcortical folds with a tendency towards confluence and retraction causing the symptoms reported by the patient, are observed. The device has been explanted.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture, capsular contracture, crease / folding of implant and pain requested on february 13 ,2025. Is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ crease / folding of implant: no observed. ¿ pain: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical damage and a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed creases on device. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, stress marks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side pain and a lot of burning. Healthcare professional later reported acute fold, upon removal, the prosthesis spontaneously ruptures. Capsular contracture baker grade ii. Signs of longitudinal subcortical folds with a tendency towards confluence and retraction causing the symptoms reported by the patient, are observed .the device has been explanted.